Event description:
The company representative on behalf of the user reported, the image from the evis lucera elite gastrointestinal videoscope was blurry. The device was returned and an evaluation revealed, specified resolution for the overall image is not obtained due to damage to the imaging unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. Flare occurred due to damage to the imaging unit. The bending angle was insufficient due to angle wire elongation. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found throughout the device. Wrinkles in the insertion tube were recognized. The adhesive part of the bending section cover was missing. The suction cylinder was scraped. Peeling of the paint was noted on the air/water supply cylinder. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for correction and additional information received from customer. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was further reported, the intended procedure was upper endoscopy (diagnostic). The procedure was completed with a similar device and there was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due a defective of image sensor unit or failure of internal board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.